Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the implant did not unfold during a surgery. The procedure was completed with backup lens. There was no impact on the patient. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The product was returned for analysis and the reported complaint was not observed. Iol (intraocular lens) unfolded with no abnormalities. Iol returned bent deformed in iol case base. The iol segment is immersed in solution. Both haptics are bent. The optic is bent and scratched/marked-rejectable. Iol unfolded with no abnormalities, unfolding time ¿ 1 second, met specifications. Water temp 22.7'c. Timer ID 1150al. Thermometer ID 04013al. Fold holder ID 12-fold-0001. We are unable to determine a root cause for the reported complaint as the iol was fold tested and the results met specifications. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).